Event description:
It was reported that inadequate apposition and stent damage occurred. The 90% stenosed, 5.00mm in diameter target lesion was located in a moderately tortuous coronary artery. A 4.0x20mm synergy drug-eluting stent was deployed to treat the lesion. However, when intravascular ultrasound (ivus) was performed with an opticross imaging catheter, it was noted that the stent was completely floating in the vascular lumen. When the opticross hd was pulled out from the blood vessel, slight resistance was encountered. Fluoroscopy was performed and revealed that the opticross got caught by the stent that was deployed inside the coronary artery. The stent strut was damaged and partially shrunk. The opticross was removed from the patient's body as it was not stuck, but the deployed stent was severely deformed. A balloon catheter was then advanced to post-dilate and fix the damaged stent and the procedure was completed. No patient complications were reported. Device evaluated by MFR: the device was returned for analysis. There was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that inadequate apposition and stent damage occurred. The 90% stenosed, 5.00mm in diameter target lesion was located in a moderately tortuous coronary artery. A 4.0x20mm synergy drug-eluting stent was deployed to treat the lesion. However, when intravascular ultrasound (ivus) was performed with an opticross imaging catheter, it was noted that the stent was completely floating in the vascular lumen. When the opticross hd was pulled out from the blood vessel, slight resistance was encountered. Fluoroscopy was performed and revealed that the opticross got caught by the stent that was deployed inside the coronary artery. The stent strut was damaged and partially shrunk. The opticross was removed from the patient's body as it was not stuck, but the deployed stent was severely deformed. A balloon catheter was then advanced to post-dilate and fix the damaged stent and the procedure was completed. No patient complications were reported.

Event description:
It was reported that inadequate apposition and stent damage occurred. The 90% stenosed, 5.00mm in diameter target lesion was located in a moderately tortuous coronary artery. A 4.0x20mm synergy drug-eluting stent was deployed to treat the lesion. However, when intravascular ultrasound (ivus) was performed with an opticross imaging catheter, it was noted that the stent was completely floating in the vascular lumen. When the opticross hd was pulled out from the blood vessel, slight resistance was encountered. Fluoroscopy was performed and revealed that the opticross got caught by the stent that was deployed inside the coronary artery. The stent strut was damaged and partially shrunk. The opticross was removed from the patient's body as it was not stuck, but the deployed stent was severely deformed. A balloon catheter was then advanced to post-dilate and fix the damaged stent and the procedure was completed. No patient complications were reported. Device evaluated by MFR: the device was returned for analysis. There was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.